Event description:
It was reported that the handpiece had a "drill piece stuck in it" and was unable to be used. Another device was used to complete the case. Thre was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis found that the hand piece was returned with the 4-40 stud broken and a loose mount. No foreign materials were found. No testing could be performed due to the returned condition.